Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a heavily calcified lesion in the heavily tortuous distal circumflex (cx) artery, a small perforation was caused by an unspecified stent implant. Two non-abbott stent delivery systems (sds) failed to cross the lesion due to interactions with the patient's anatomy. The 2.8x16mm graftmaster failed to cross the lesion due to interactions with the patient's anatomy and was removed without issue. A non-abbott balloon dilatation catheter (bdc) failed to cross the lesion due to interactions with the patient's anatomy. Two more non-abbott sds failed to cross the lesion due to interactions with the patient's anatomy. As the perforation was small and the patient remained stable, the decision was made to leave the perforation untreated because no device was able to cross and the patient is not suitable for cardiac surgery. There were no adverse patient effects or clinically significant delay related to the graftmaster. There was no additional information provided.